Manufacturer narrative:
The customer reported a complaint that "the autopulse platform (sn (B)(4)) displayed an unknown user advisory (ua) message". Based on the archive data review, the unknown user advisory (ua) observed by the customer was found to be fault 16 (timeout moving to take-up position). Also, fault 16 was confirmed during the functional testing performed at zoll. The root cause of the reported complaints was corrosion on the brake housing area of the drivetrain motor, likely due to user maintenance. A review of the autopulse platform archive revealed that daily checks were not performed regularly. The storage condition of the autopulse platform is unknown. Daily device checks are required per the user manual to help prevent the brake from seizing. Also, storing the autopulse in a low humidity location could help prevent the brake from seizing. The customer reported a complaint that "the autopulse platform got shutdown after displaying a ua and the platform would not power on with any autopulse li-ion batteries," was confirmed during the archive data review but was not confirmed during the functional testing. The autopulse platform powered on as intended with multiple known good test batteries and did not shutdown after displaying fault 16. Upon visual inspection, the damaged top cover and front enclosure were noted as unrelated to the reported complaint. Based on the photos provided by the service personnel, a large vertical crack was noted on the top cover and a vertical crack on the screw well area of the front enclosure. The observed physical damages are appeared to be the characteristics of user mishandling, such as a drop. The top cover and the front enclosure were replaced to address the observed physical damages. In addition, unrelated to the reported complaint, visual inspection revealed that the backlight of the lcd was not working. The root cause of the observed lcd issue was a defective processor board, likely attributed to normal wear and tear. However, user mishandling cannot be ruled out because of the physical damage observed on the top cover. The processor board was replaced to address the lcd issue. The autopulse platform was manufactured in december 2015 and is almost six years old, past the expected serviceable life of 5 years. The archive data review indicated several fault 16 and shutdown event around the reported event date, thus, confirming the reported complaint. The autopulse platform failed the initial functional testing due to fault 16 displayed upon powering on, thus, confirming the reported complaint. During the testing, noticed no brake activation (open/clicking sound) when the platform was powered on and corrosion on the brake housing area of the drivetrain motor. Verified the motor's brake assembly was seized and prevented the motor from rotating (initiate compression). Zoll service personnel used isopropyl alcohol (ipa) to clean and remove the rust or corrosion at the brake assembly area. Also, zoll service personnel verified that the brake gap was within the specification of 0.008" ± 0. 001". In addition, the autopulse platform was further tested with the large resuscitation test fixture (lrtf), and the platform passed the test without any fault or error. Following service, the autopulse platform passed the load cell characterization test and the final run-in test without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for autopulse platform with sn 33191.

Event description:
During the morning shift check, the autopulse platform (sn (B)(4)) displayed an unknown user advisory (ua) message and got shut down, and the platform would not power on with any autopulse li-ion batteries. The customer was unable to note down the ua before the platform got shut down. The customer stated that the batteries used during the reported event were powered on other autopulse platforms. No patient involvement.